Event description:
This is the first of several of this occurrence. The problem is occurring with cadd extension sets -(B) (4)- from smiths medical. They are causing the cadd pump to alarm high pressure, thus not functioning properly. This particular pt is on pain management with (B) (6). The pt had 3 cassettes in the home all with this tubing and 2 cadd pumps in the home. None of the 6 combinations would work to deliver this pt's pain medication. The pump would immediately alarm -high pressure- when started. When this tubing was replaced on these cassettes, these worked without incident. Since this incident, we have had two more occurrences. One with a chemotherapy pt and another pain management pt on hospice. Each case has come from a different home nursing agency, so the problem is not with a particular nurse or staff. Lot numbers involved 022x50 exp 01/15 and 030x50 exp 02/15. Dates of use: (B) (6) 2010 - (B) (6) /2010. Diagnosis or reason for use: filter and extension tubing for home medication. Event abated after use: yes.